Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed a ruby coil into the patient using another manufacturer's microcatheter but decided to remove it in order to use a different sized ruby coil. After deploying and detaching the new ruby coil into the patient, the physician attempted to re-deploy the first ruby coil that was previously removed from the patient; however, the coil was unable to advance into the microcatheter and was removed. The procedure was completed using another manufacturer's coils and the same microcatheter. There was no report of an adverse effect to the patient.